Event description:
Device malfunction: knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose at attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the physician could not advance the knot to the arterial surface. The knot appeared to not be correctly pre-formed and if one of the threads was pulled the knot unraveled. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.